Event description:
A malfunction was reported on the pump, and the customer's blood glucose level exceeded the normal range, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections without requiring assistance from a third party. Technical support provided information on how to reset the pump and assisted the caller in doing so.